Event description:
During a coronary artery drug eluting stenting treatment procedure there was difficulty withdrawing the balloon. A taxus express2 3.00x20mm drug eluting stent was direct stented in a calcified moderately tortuous portion of the mid left anterior descending (lad). The stent was deployed at 10 atmospheres for 15 seconds and then reinflated at 10 atmospheres for another 15 seconds. The distal end of the stent located in a slight bend that was calcified was not fully expanded. The jl4 guide catheter was taken down to the stent where the physician "peeled the stent off of the delivery balloon," adding extra seconds to the procedure. It was reported the stent remained in good position and the patient is in good condition.